Event description:
Caller reported a cgm error 42 which indicated an issue with the glucose monitoring device. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from cts to reset the pump, and after the reset, the error did not appear again. The customer successfully began their sensor session.